Event description:
It was reported that the patient¿s ilet pump would not power on after manipulation at an endocrinology visit, resulting in an interruption of insulin delivery until the device was placed on a charger, at which point the ilet powered on and reconnected with the dexcom g7 cgm and mobile app. Symptoms included elevated blood glucose to 327 mg/dl. Outcomes included restoration of therapy following user guidance and device charging. Investigation included telephone troubleshooting and user education on device power state and charging. Investigation of this case revealed that the device had been shut down and functioned as intended once charged, with no alarms reported and normal communication re-established. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to an unintended device shutdown, resolved through standard troubleshooting and charging.